Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) axios stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while deploying the first flange, the stent misfired and shot out of the delivery system and into the cyst prematurely. The stent was visualized using another esophagogastroduodenoscopy (egd) scope and removed using forceps. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "doing well."